Manufacturer narrative:
The patient experienced an ischemic stroke in (B)(6) 2023 as reported under MFR #2916596-2023-02638. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a re-occurrence of an ischemic cerebrovascular accident (cva) on (B)(6) 2023 during which the patient experienced confusion. The cva was diagnosed via CT and no treatment was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.